Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented due to an audible alarm of their device. Upon interrogation it was revealed the patients right ventricular (rv) lead exhibited a lead warning for high thresholds and increasing/high impedance. A lead fracture is suspected. Reprogramming was completed until a later date when the lead was extracted and replaced. No patient complications have been reported as a result of this event.